Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-02487. It was reported that the patient experienced ineffective therapy. Diagnostic revealed high impedances. As such, surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
DHR for neuro lead model #:3186, serial #: (B)(6) and lot #: a000100225 was reviewed. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The engineering review could not be performed since the lead is in the process of evaluation by the ppe group. Thus, allegation was unable to be confirmed or not confirmed (unable to determine from information available. The report of high impedance was confirmed. Analysis of the 3186 lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.